Event description:
Pt presented for admission after using a more rigid catheter than they have been receiving from the hosp. This resulted in bladder trauma, blood clots, spasm and symptoms of autonomic dysreflexia. Pt tolerates the soft foley catheter (ribbed balloon lubricious coated 22 fr) without problems.